Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having problems with the infusion sets. Customer stated that four out of five sets fail on her with high blood glucose. Customer thinks the issue is the set. Customer's blood glucose was 486 mg/dl. Customer stated that she had a bent cannula. Customer stated that she sees dark spots on the insulin pump screen, but she did not want to troubleshoot it. Customer was advised that replacements will be sent.